Manufacturer narrative:
Eua#: (B)(4). Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that while testing for sars-cov-2 a false positive result was obtained. Confirmatory testing was performed and the result was negative. There was no report of patient impact. Eua# (B)(4). The following information was provided by the initial reporter: positive measurements were not reproducible. Several repetitions on other platforms turned out to be negative.

Manufacturer narrative:
The following field was updated due to a correction: medical device catalog#: 44500301. Investigation: the complaint investigation for discrepant results when using kit bd max sars-cov-2 reagents (ref. 44500301) unknown lot # was performed by the verification of complaints history. Customer reported positive results that were not reproducible with the bd sars-cov-2 reagents for bd max¿ system and gave negative results with another assay. Despite multiple attempts made to receive information, no data was provided for the investigation (no kit lot # nor data). Without any data, no further analysis was possible, and bd was thus unable to investigate the customer reported issue. There is no indication of an increase in complaints for discrepant results for bd max sars-cov-2 reagents product. The root cause was not identified. Bd cannot confirm the complaint based on the investigation that was performed.

Event description:
It was reported that while testing for sars-cov-2 a false positive result was obtained. Confirmatory testing was performed and the result was negative. There was no report of patient impact. Eua# (B)(4). The following information was provided by the initial reporter: positive measurements were not reproducible. Several repetitions on other platforms turned out to be negative.